Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during surgery the universal modula electric/battery double trigger handpiece became noisy and stopped suddenly. Surgery was extended by an unspecified amount of time. There was no harm or delay reported and the procedure was completed with an alternate device.